Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. Device received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor error. Customer¿s blood glucose level was 173 mg/dl. Customer was able to clear the alarm and was not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.